Event description:
It was reported that during use of the device the inner diameter was smaller than others. No patient injury was reported.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Nine (9) product samples and two (2) photos were received for evaluation. Visual and functional testing were performed. Visual inspection of the photos determined it was not possible confirm the reported failure mode. Visual inspection of the samples could not confirm the reported failure mode. Functional testing performed by measuring the internal diameter of the tube. Internal diameter of the nine (9) samples were found within specification, therefore the reported failure mode was not confirmed. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected.